Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two endeavor sprint stents were implanted in the rca. Six weeks later, a staged procedure was also carried with one endeavor sprint implanted in the left main and one endeavor sprint in the lad. Approximately 3 months post index procedure and 2 months post staged procedure the patient passed away. Cause of death is cardiac. The investigator assessed this event as not related to the index devices.

Manufacturer narrative:
The patient died (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.